Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the representative that there was a 15-minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Patient weight is not known. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial biopsy procedure. It was reported that the site was unable to see their biopsy needle. The site tried using two different needles and tried unlocking and re-locking the trajectory without resolution. The site called the technical services (ts) and the ts had the site unlock the trajectory, reset the entry point with the probe placed and then re-locking the trajectory with no one touching the probe. This did not resolve the issue. The representative had the site unlock the trajectory by fully unscrewing the locking ring and re-tightening it, then re-lock the trajectory with a camera position adjustment and the issue was resolved. It is unknown if there were any delay to the procedure and the patient outcome is unknown.